Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 68 mg/dl causing significant weakness and trouble walking. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous dextrose d5, d10, and d50, glucose gel, glucose tablets, and consumption of carbohydrates. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump entered the load sequence without user interaction and subsequently delivered 30 units of insulin. Pump data review by tandem technical support showed user interaction, as the screen was manually unlocked and the change cartridge command was initiated, followed by the fill tubing process; however, customer maintained the pump was not functioning properly. Reportedly, customer reverted to manual injections for insulin therapy.